Event description:
Revision surgery of right knee prosthesis due to septic mobilization. Revision surgery date is (B)(6) 2026, and the previous surgery date is (B)(6) 2026. The components involved are the following: - physica ps femur comp.right #5 code 651509150 lot 25as03r, ster. (B)(4). - physica fixed tibial plate #6 code 652215060 lot 2431675, ster. (B)(4). - physica ps tibial liner #6 code 653550611 lot 24at1yg, ster. (B)(4). - physica patella prosth. D.32mm code 659550032 lot 24at6aw, ster. (B)(4). - physica ps - femoral peg code 651509900 lot 2506016, ster. (B)(4). The patient is male, 67 years old. This event occurred in italy.

Manufacturer narrative:
No pre-existing anomalies were detected by the check of the sterilization charts of the lot numbers involved. A final report will be submitted upon completion of the investigation.